Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35519. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device was completed and it was successfully replaced. Furthermore, the patient's right ventricular (rv) lead was noted to be failing. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021 as well. The patient was recovering after the procedure.